Event description:
This spontaneous case was received on (B)(6) 2014 from a medical assistant and concerned a (B)(6) yr old female pt. The pt's medical history and concomitant medications were not reported. On an unk date, the pt received treatment with restylane l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) two-1ml injections for cosmetic use. The batch number was 12731 and expiry date was 11/2016. On an unk date, after receiving treatment with restylane l in the lips, the pt experienced a small viral infection on the upper right lip and had dry skin along the nasolabial folds. It was not reported whether the pt continued treatment with restylane l. It was reported that the pt was treated with antibiotics when in the ER the outcome of the pt was unk. The reporter did not provide causality assessment. Additional info has been requested for this report. No further info was provided.